Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva leakaed. Customer has complaint about nexiva q syte leakage while applying on patient. Was there any impact to a patient, hcp, user or other? No.